Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of perforation, cerebrovascular accident and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was presented with an acute myocardial infarction. The procedure was performed to treat a de novo lesion in the moderately calcified, moderately tortuous right coronary artery. A 3x33mm xience xpedition stent was implanted, but during the procedure, a left ventricular rupture occurred. The patient developed cardiac tamponade, so pericardiocentesis was performed to remove the pericardial fluid. The patient then suffered from cardiac arrest, so CPR was performed. The patient experienced a cerebrovascular accident, and the patient expired. In the physicians opinion, the xience xpedition did not cause or contribute to the death. No additional information was provided.